Manufacturer narrative:
Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol flat mesh(device #1) and a bard/davol sepramesh composite ip (device #2). On (B)(6) 2013: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol flat mesh and sepramesh composite ip (device #2). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿